Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: there were dents on the distal end plastic cover; the bending section cover glue and the light guide lens were cracked; the objective lens had peeling on the cement; and there was a dark image showing on the orange cone. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be determined. The event can be detected and prevented in accordance with the following IFU: the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was a flow issue with the colonovideoscope. The water would not flush through the scope and there were multiple buckles throughout. This was found during preparation for use. There was no report of patient harm. The device was returned, evaluated, and a black foreign material was clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.